Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the patient was experiencing high blood glucose levels. The reporter provided no details about specific blood glucose levels or symptoms of hyperglycemia. The reported issue does not meet the criteria for a serious injury. This complaint is being reported because it was not resolved at the time of contact.